Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0065730. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter was defective. The following information was provided by the initial reporter: when separating material for peripheral puncture, the mandrel of the 24g intimate catheter was found to be defective. Material exchange carried out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter was defective. The following information was provided by the initial reporter: when separating material for peripheral puncture, the mandrel of the 24g intimate catheter was found to be defective. Material exchange carried out.